Event description:
--

Manufacturer narrative:
Upon receipt at boston scientific crm, visual inspection noted the complete lead was returned. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming the conductor and insulation were uncompromised and intact.

Event description:
Boston scientific crm received information that loss of capture (loc) was observed and this right ventricular (rv) lead had dislodged, a lead revision was performed. During the lead revision procedure, this lead was unable to be repositioned due to tissue being stuck to the helix. A new lead was then attempted however the patient's heart wall was perforated. The patient required pericardiocentesis and intubation. Several leads were attempted and removed to try and maintain pacing to stabilized the patient. A lead was successfully implanted close to the rv outflow tract and pacing was stabilized. Once stabilized, a pericardiocentesis was performed and the fluid drained from the pericardium. The lead placed near the rv outflow tract was removed, and a new lead was successfully implanted in the rv apex. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This lead was explanted and has not been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.